Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the power module showing a red battery light and the backup battery being depleted was confirmed via evaluation of the returned power module. The power module was returned to the european distribution center (edc) for further evaluation and upon connecting the 12v backup battery to the power module, yellow wrench advisory and red battery alarms activated. The backup battery was replaced with a known working test backup battery and the alarms resolved. The unit was then functionally tested and passed. The power module was repaired and returned to the rental pool, and the backup battery was forwarded to the product performance engineering (ppe) department for further analysis. Upon receipt, the backup battery was measured to be slightly depleted, and when connected to a known working test power module, the yellow wrench advisory and red battery alarms were reproduced. Despite charging the battery for an extended period, the alarms did not resolve. Further evaluation was not performed as the sealed lead acid (sla) batteries posed a chemical hazard and its encapsulation prevented further access to sub-assemblies. The backup battery was not expired at the time of the reported event. The root cause for the red battery light was determined to be due to the backup battery being in a slightly depleted state; however, root cause for the backup battery being slightly depleted was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on (B)(6)2015. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section 10, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 instructions for use, section 3, entitled ¿powering the system¿, also instructs the user to prevent the power module from being disconnected from ac power longer than 18 hours to prevent damaging the unit¿s backup battery. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module was not working, and the internal battery was dead. The power module was sent for repair.